Event description:
A customer reported "1003 receive data error from t.panel" error on the aia-360 analyzer. The customer rebooted the analyzer multiple times and a technical support specialist (tss) instructed the customer to connect the analyzer to the main outlet, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog ii) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse spoke to the customer on the phone and verified the issue. The customer stated they were having an issue with the laboratory information system (lis labdaq) when the error occurred. The issue was resolved by performing a full shut down of the analyzer, rather than a simple restart. Since then, the issue has not recurred, and the customer did not require any further services by tosoh. No further action required by the fse. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the search period, including this case. The aia-360 operator's manual under section 7-1: list of error messages states the following: [1003] receive data error from t.panel. Description: a communication error occurred during reception from the touch panel. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was not established.